Event description:
It was reported that the patient was admitted for gastrointestinal (gi) bleeding. Their hemoglobin was improving with transfusions. While in their room, it was noted that their power readings went up to 10.4 watts (w) and the flow displayed "+++". The events appeared to be positional and only happened when the patient was leaning forward but not when sitting upright. Although there frequent pulsatility index (pi) events were noted, the patient felt fine throughout the readings and no other high power events were noted. The log files confirmed a lone elevated power on (B)(6) 2022 at 08:28 with readings of 10.4 w and 8 w. No other unusual events were seen in the log files. The data logger was turned on and it captured a lone above baseline power of 9.5w.

Manufacturer narrative:
The patient had previous admissions for bleeding and lower hemoglobin (MFR# 2916596-2022-01338, #2916596-2021-0620, # 2916596-2021-03999). Manufacturer's investigation conclusion: a direct correlation between (B)(4) and the reported gastrointestinal bleeding and power changes could not conclusively be determined through this evaluation. Elevated power and flow events were confirmed in the evaluation of the submitted log files; however, a specific cause for the events cannot be determined through this evaluation. The submitted log files captured two elevated power events of 10.0 and 9.5 watts on 16may2022 at 08:28:24 and 22:58:13, and the estimated flow reached 12.0 liters per minute (lpm) during these events. Prior to and after the elevated flow and power events, the pump appeared to function as intended and no other unusual alarms or events were captured. A specific cause for the changes in pump parameters could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(4). No product is available for investigation. The relevant sections of the device history records for (B)(4) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 15jan2018. Heartmate ii lvas IFU, lists bleeding as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section provides information on anticoagulation, including recommended inr values. This IFU provides an explanation of each of the pump parameters (including pump power and flow) in "introduction" and 4 "system monitor". (Under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Section 4 ¿system monitor¿ cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 4 also addresses pi events as well as potential causes. "Patient care and management" (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.